Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation in the latched position. During visual inspection, engineering observed blood and eschar on the outside of the jaws and in the blade channel of the device. During functional testing, engineering disassembled the device and observed that a component located at the bottom of the trigger, that allows the trigger to be engaged to the handle, was bent. Engineering replaced the bent component with a conforming component and found that the trigger was able to engage and disengage as intended. The root cause of the event is a bent component within the trigger of the handle. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement corrective actions, where applicable, to mitigate this type of event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: sleeve gastrectomy. Device stayed blocked in close position at the third sealing. The surgeon was able to remove the device from the tissues without difficulty and took another device to complete the procedure. La pince est restee bloquee en position fermee à la troisieme coagulation. Le chirurgien a pu retirer le dispositif des tissus sans difficulté puis a repris un autre dispositif pour finir son intervention. Additional information received from rep on 3 may 2017: the jaws of the device could not be reopened. The surgeon pulled it out, thereby tearing the tissue, and realized hemostasis with the second device. Additional information received from sales rep on 4 may 2017: the informations given by the hospital are the good ones. Product code eb011 lot 1282637. Date of event (B)(6) 2017. Type of intervention: unknown. Patient status: no patient injury or illness occurred associated with the complaint event.